Event description:
It was reported that the user experienced hypoglycemia with a blood glucose of 64 mg/dl, ingested oral carbohydrates (a banana), and blood glucose increased to 89 mg/dl and later to 111 mg/dl; the medical device problem and device component were not determinable due to insufficient information. Symptoms included no documented clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, and insufficient information to identify a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.